Event description:
It was reported that this pacemaker reached elective replacement indicator (eri) and subsequently recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. Technical services (ts) confirmed that the power consumption was increasing in a gradual fashion. Ts provided a safe replacement timeframe and device replacement was recommended. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker reached elective replacement indicator (eri) and subsequently recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. Technical services (ts) confirmed that the power consumption was increasing in a gradual fashion. Ts provided a safe replacement timeframe and device replacement was recommended. No adverse patient effects were reported. Additional information was received which indicated this pacemaker was explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.